Event description:
It is reported the surgeon was unable to properly insert the articular surface. The surgery was completed with another articular surface.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.